Manufacturer narrative:
Device manufacturer date: the device was manufactured in june 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported issue (broken). One side of the grey lock levers and metal clips were detached and missing from the reprocessor connector side. The missing/detached metal clips and lock levers were not returned for evaluation. The device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As for the cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, there were scratches on the metal connector, plastic connector, and outside of the tube, and white spots inside the tube. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the subject device broke and could not be connected to the channel connector in the reprocessing basin. There was no harm or user injury reported due to the event.